Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with an afx bifurcated and vela suprarenal device in 2014. Recently, patient was presented with and endoleak type iiib, confirmed strata graft, and aneurysm enlargement. Patient is doing well and has been scheduled for a re-intervention on (B)(6) 2018.

Event description:
A secondary procedure was completed. The physician elected to implant another bifurcated stent graft and an infrarenal stent graft extension to treat the reported the event. The reported endoleak was resolved and the patient was reported as doing fine post secondary procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.